Manufacturer narrative:
Investigation pending.

Event description:
Caller reports that on (B)(6) 2014 at approximately 6:00-7:00 am, the inratio result was 2.8. There was bruising on her stomach and arms. In the afternoon, the laboratory inr result was >20. The patient was hospitalized as a result of the laboratory test and bruising. Coumadin was held and vitamin k was administered. While hospitalized, she was placed on lovenox. The patient was discharged from the hospital on (B)(6) 2014. Though requested, there was no additional information provided.